Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are 2 medical device reports for this event. This report is for the left eye. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Information received via surgeon on (B)(6) 2021 consumer complained of glare in both eyes. Vision had dropped to 20/25 ou. Returned 1 week later and felt like his vision was worse after yag and was documented at 20/30. Patient was examined and noted some spots and mild haze/pc wrinkles. Doctor performed a yag pc but noted afterwards that the spots on the iol. There were spots on the left iol. Patient returned 1 week later with no improvement in vision or symptoms. Deposits were still present. Attempted to do low-power yag just anterior to iol os with some mild success. Was able to yag away some of the spots but avoided the central spot. It was reported by surgeon that toric lens rotated after surgery and was repositioned 1 month later. This file represents left eye. No further information available.